Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 110 units. The customer's blood glucose level was 100 mg/dl. The customer added insulin to the cartridge and successfully completed the load process.